Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption and that there were missing data points on the continuous glucose monitor graph. Reportedly, the customer replaced the sensor and successfully started a sensor session. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was 48 mg/dl. Low bg was addressed by consuming carbohydrates.